Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal seal to perform failure analysis. Fa was able to confirm the reported complaint the seal was found to have torn at the septum, measuring approximate 5.50 mm in length. The component was damaged and there may be missing material, was not returned with the accessory. The probable root cause of the torn seal is attributed to damage during various handling points, including installation or use.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal seal had air leak. There is no additional information available. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the event resulted in sudden/rapid of insufflation. A backup universal seal was used for the procedure with no patient injury or harm.